Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing papers showed no deviations regarding material analysis, strength and structural stability. Nail is partially broken at the static proximal locking hole. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard iso 5832-1. The fracture face is homogenous, which indicates material conformity. There is evidence that the material next to the locking was weakened by the continuous loads over the years and that finally fatigue of the material caused this breakage. Synthes is not aware of any similar complaint regarding this article.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a universal femoral nail was implanted in 2003. The fracture healed. During the planned removal procedure on (B)(6) 2011, the universal femoral nail was partially broken at the static proximal locking hole. This is report 1 of 1 for complaint (B)(4).